Event description:
The patient reportedly experienced loss of lock with his internal device. External equipment has been exchanged and extensive programming has been performed. However, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.